Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, a cook fusion omni-tome was used. The orientation of the cutting wire was reported to be incorrect when removed from the packaging. However, the device was placed inside the endoscope and patient. Due to incorrect cutting wire orientation, a new device was used to successfully complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report as it was described. During the initial visual examination no product discrepancies were noted. During the laboratory product analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 2:00 o'clock. (Appropriate orientation is approximately 11:00 - 1:00 o'clock) and access to the papilla was difficult. When the device was bowed, the tip of the sphincterotome began to twist and the tip was then facing 10:00 o'clock. (Appropriate orientation is approximately 11:00 - 1:00 o'clock). The catheter remained facing 2:00 o'clock. Therefore, we can conclude that the product did not function as intended during the evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of difficulty with cutting wire orientation. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.